Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging the device itself is not funcitoning properly and was very hot. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation of the dream station showed that the p4 dc input was completely rusted, which is consistent with water ingress in the device. There were also signs of rust in the bottom of the device case. When opening the device, there was an unidentified contaminate on the pca. It was also noted that there was an unidentified white powder on the inlet port as well as in the inlet port. The white powder was also throughout the blower box as well as on the blower motor. There were also signs of water ingress in the blower box as well as on the blower motor. Humidifier showed that there was contamination under the dry box as well as behind the front plate of the humidifier. The contaminate is an unidentified substance. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was able to reproduce complaint